Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in impedance and threshold was noted, while a decrease in sensing was noted. During a revision procedure, externalization of the lead was revealed. The lead was explanted and replaced and the patient was in stable condition.